Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. The 2.50x15mm xience skypoint stent delivery system (sds) was attempted to be advanced; however, the sds did not cross due to the anatomy. Therefore, the sds was removed from the patient with difficulty due to anatomy. There was no adverse patient effect and no clinically significant delay reported in the procedure. A non-abbott stent was used to complete the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.